Event description:
Customer reported via, phone he had called previously due to low battery alarms and a battery replacement cap was sent. Customer has received the battery cap and issue hasn't been resolved. Customer's blood glucose was 148 mg/dl. Customer stated he changed the battery and used the new battery cap and the device alarmed failed battery test and low battery. Customer stated the battery tend to last three or four days. Customer declined troubleshooting for the alarms. Customer was advised the device needed to be replaced and agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with currents in specifications and no unexpected failed battery, battery out limit or low battery. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window cracked near the display window corners and cracked reservoir tube lip.